Event description:
It was reported that device entrapment occurred. During a procedure involving an opticross imaging catheter, the catheter got entangled with the wire and was removed. The procedure was completed with another device. There were no patient complications reported.